Event description:
It was reported that the user experienced both high and low blood glucose while using the ilet system and a flex infusion site; after a recent supply change, drops were observed at the pitchfork, the user later confirmed the site was functioning, synced data, and acknowledged entering an inflated breakfast meal announcement in an attempt to lower glucose, with fingerstick readings corroborating sensor values. Symptoms included hypoglycemia and hyperglycemia, and the user noted confusion or disorientation associated with low glucose. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial